Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. The reservoir compartment is damaged and it will not hold the reservoir in place. The infusion set tubing fell apart. The customer mentions the reservoir leaks as well at the snap cap. Troubleshooting was performed. The insulin pump will not return. The customer's blood glucose was 279 mg/dl. The reservoir and the infusion set will return.